Manufacturer narrative:
Device evaluation: one smiths medical cadd 250 ml medication cassette reservoir was returned for analysis in used condition without its original packaging. Visual inspection showed no defects. Functional testing involved leak testing by passing water through it. A leak was detected in the bag. Based on evidence and investigation, the complaint allegation was confirmed.

Event description:
Information was received indicating that a smiths medical cadd 250 ml medication cassette reservoir was leaking. There were no reported adverse events.